Event description:
Device 2 of 2.reference MFR. Report: 1627487-2015-21351.follow-up identified additional x-rays revealed the lead was fractured. Subsequently, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. The physician replaced the ipg as a precautionary measure. Stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-21351.